Event description:
Customer reported hospitalization due to high blood glucose. Customer has been hearing a constant tone for a few days. The current blood glucose reading is 247 mg/dl. The blood glucose reading at the time of the event was 445 mg/dl. The blood glucose levels were high the previous day. Customer was vomiting. Diagnosed diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.